Event description:
It was reported that the customer had a high blood glucose level due to some bad insulin. Customer was hospitalized, but customer states that the pump works fine. Customer stated that the insulin was bad and it caused the high blood glucose level. Customer received a new prescription for insulin and it is working great. Customer is out of the hospital and doing fine. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.